Event description:
This is a report of a colleague infusion pump with a damaged battery. The reported condition occurred during power up. There was no patient involvement, injury, or medical intervention related to this event. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries and battery harness were replaced to correct the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
The device has been received by baxter. Upon completion of baxter?s investigation a follow up medwacth will be submitted. (B)(4).